Event description:
The customer representative reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The caller stated that the customer was treated and discharged from the intensive care unit after 2 days. The customer's blood glucose was over 300 mg/dl, which she mentioned was not considered high for her. The customer experienced a presence of ketones in her urine. She was wearing the device at the time of admission. She also reported that the sensor readings kept triggering a low glucose alert despite her actual blood glucose levels. The sensor reading was between 40 to 50 mg/dl, and the blood glucose reading had been 140 mg/dl. The customer was unsure if the infusion set cannula had been bent, since the set was removed and discarded at the hospital. The customer could not be reached during a follow-up call to gather more details regarding the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.